Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion. No intervention was reported. There were no adverse consequences to the patient.